Event description:
Kimberly-clark received a report stating, "customer noticed hole in back table cover during procedure. Blood seeped through the cover onto the table and contaminated it." No patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis, therefore we could not determine the root cause for the reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. (B)(4): device not returned to kimberly-clark by customer.